Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The result of our investigation is consistent with the customer's description of failure. The reported image error was traced back to the r-unit. In addition, the following were found during the evaluation: a cut in the grey protective hose. The cover glass of the light-guide connector is broken. The optical fibre bundle at the distal end of the outer tube is damaged. Dents are found on the outer tube. The thermistor inside the outer tube is defective. The following are possible causes based on the findings: cut in hose / broken cover glass: the cause for these findings is very likely improper handling by the user. Damaged optical fibre bundle / dents: the cause for these findings is very likely improper handling (excessive force) by the user. Defective thermistor: the cause for this finding is very likely wear and tear. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that a video telescope had a green image. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.